Event description:
Reporter alleged obtaining a result of 170 mg/dl on aviva system 1 compared back to back with the results of 369 mg/dl, 147 mg/dl and 261 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated he had taken 5 mg of glipizide and 500 mg of metformin one hour and forty minutes prior to the comparison readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.